Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the display was frozen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump alarmed change battery now. The customer was able to make the insulin pump work after battery change. The insulin pump will not be returned for analysis.